Manufacturer narrative:
There was no product malfunction; this was a user issue. A philips response center engineer (rce) walked the biomed through how to print vitals and found the customer to be without printer and only recording option. The provided alarm log was reviewed by a philips complaint investigator (ci). The ci found activity for the reported bed 5238 starting at 20:32:55, where the alarms were suspended and not suspended. Several instances of the alarms being suspended and not suspended were seen between 20:32:55 on (B)(6) 2019 and 3:55:26 on (B)(6) 2019. Multiple instances of red brady alarms, and one desat alarm were also seen in the alarm log; these alarms were silenced. There was no evidence in the alarm logs of the device being placed into standby. The device remains at the customer site. No further investigation is warranted at this time.

Event description:
The customer biomedical engineer (biomed) and nurse (rn) on the 5east area would like to print out vitals on patient on classic piic release l.00.30. They would like the information for room 5238, between (B)(6) 2019 at 20:00 hours through (B)(6) 2019 at 04:10 hours. A philips response center engineer (rce) verified that no harm was done to the patient, however, the customer was concerned that patient went unmonitored and would like help with reviewing data.